Event description:
The article, "atrial fibrillation screening on systematic ambulatory electrocardiogram monitoring after percutaneous patent foramen ovale closure: a prospective study", was reviewed. This research article is a prospective multicenter study that presents a case study on a (B)(6) year old male patient who was implanted with either a 35mm amplatzer pfo or cribriform occluder successfully for closure of patent foreman ovale (pfo) after acute ischemic stroke. Periprocedural the patient experienced paroxysmal atrial fibrillation that lasted 30 minutes. The patient was asymptomatic. The patient received antiplatelet therapy. Medical history included hypertension. The article concluded in highly selected patients, incidence of af, evaluated with 3 systematic 24-hour ambulatory ECG within 6 month following pfo closure, was low (<5%). [The primary author is florence leciercq, md, department of cardiology, university hospital of montpellier, avenue du doyen giraud, montpellier cedex 5 34295, france, with email address : f-leclercq@chu-montpellier.fr].

Manufacturer narrative:
As reported in a research article, a patient had a paroxysmal atrial fibrillation that lasted 30 minutes periprocedural of implant of an amplatzer occluder. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use for the cribriform occluder, artmt100092301 revision a "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."